Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. In addition to this, there are numerous cracks within the lcd display itself. Unable to perform functional tests including displacement, sleep current measurement, and active current measurement tests due to the display anomaly. The middle (enter) keypad button is cracked.

Event description:
It was reported via phone call that the weight has been changed to 0206.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump was damaged and they cannot see anymore. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had unspecified pump error alarm. The customer also stated that they removed the battery and insulin pump was no longer turning on. The customer stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information with the initial report was incorrect. The correct information was 206 pounds.